Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. A chest x-ray was performed and a dislodgement was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).